Event description:
It is reported that a customer was hospitalized on (B)(6) 2013 for a low blood glucose level of 9 mg/dl. The spouse stated that the patient was in a coma for eight days. The customer had surgery a month prior to the coma. The caller also stated that the patient went into a coma last year in (B)(6) as well for low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.